Event description:
Complainant alleged that the clinicians were defibrillating a pt who was full cardiac arrest. The clinicians reported that at some point during pt defibrillation they attempted to change the energy level via the device paddles, but the device displayed a "default 81 joules" message and would not charge. The clinicians then obtained another device and successfully defibrillated the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction. The reported message of "default 81 joules" is not a viable message for this device. The clinician most likely observed a "defib fault 81" message when the reported malfunction occurred.